Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The instrument was found to have teflon pad damage. Visual inspections showed that the teflon pad appears to be damaged. A piece measuring approximately 0.068 x 0.094 was missing and was not returned. Additional observation not reported by site: the instrument was found to have blade damage near the midpoint of the blade. A scratch mark measuring approximately 0.062" was observed during visual inspection.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a gasket broken. The user completed the procedure using a backup harmonic ace instrument with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the initial description was incorrect. The gasket was broken off and fell into the patient during the procedure. A nurse reported that a fragment fell into the patient during the procedure. The surgeon used the endoscope to find the fragment and retrieved it during the same procedure. There were no postoperative complications and no readmission.